Event description:
It was reported that a patient had a blood leak from the connection of the dialyzer and stream sterilized bloodline with an arterial chamber on the arterial side during hemodialysis therapy. There was patient involvement; however, no patient medical injury or adverse event was reported.

Manufacturer narrative:
(B)(4). The complaint was not confirmed and the root cause could not be determined. The sample was not returned for evaluation; however, a picture was available, but did not show the dialyzer or the source of the reported leak. A retained sample from the same lot was visually and functionally tested by nipro with no damage or leaks noted. A manufacturing batch record review was performed by nipro with no issues or abnormalities noted during the manufacture of this lot.